Event description:
During follow-up, decreased sensing and loss of capture were observed on the right ventricular (rv) lead. During lead revision, lead damage was observed on the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events of insulation breach, loss of capture and r-wave amp variation were confirmed. As received, a complete lead was returned in one piece with helix found retracted and clogged with blood. Visual inspection found the outer insulation and coil were damaged at the proximal region consistent with procedural damage. Electrical testing found shorting between conductors due to damaged inner insulation at the proximal region. The cause of the reported events was due to damaged inner insulation consistent with procedural damage.